Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (identified within b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that contact failure occurred due to electrical contact corrosion of the video connector part, and a problem occurred in which a sandstorm was displayed on the image. It was not possible to identify root cause. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identifies the reported phenomenon was identified during pre-use inspection for a transurethral resection procedure (tur). The procedure was completed successfully using a similar device with no impact to the patient or operator.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd camera head had sandstorm image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the head part scope mount was loose, the head main body had scratches, the connector part electrical contact had corrosion, and the connector part was cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.